Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient is a (B)(6) year old female implanted with hm3 lvad, with history of hypertension, acute kidney injury (aki) despite right heart catheterization (rhc), had now appendicitis. Ramp studies and medication were adjusted. Additional information states that speed was increased to 6000 revolutions per minute and now there is concern for hemolysis. Left ventricle was sucking down on cannula and there is a concern for turbulent flow at inflow cannula. The speed was decreased back to 5800 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of right ventricular failure, acute kidney injury, hypertension, appendicitis, and volume retention struggles could not be conclusively established through this evaluation. The submitted controller event log file was reviewed and showed a total of 256 events spanning approximately 8 days (B)(6) 2020 ¿ (B)(6) 2020 per timestamp. The stored patient speed was set to 5800 revolutions per minute (rpm) with a low speed limit (lsl) of 5500 rpm; the pump operated at the set speed without issue. A separate controller event log file was reviewed and showed some overlapping data with the previous log file. A total of 148 new events were captured spanning approximately 7 days (B)(6) 2020 ¿ (B)(6) 2020, per timestamp. The stored patient speed (sps) was set to 5800 rpm with a low speed limit (lsl) of 5500 rpm. The sps was increased to 6000 rpm with an lsl of 5700 rpm on (B)(6) 2020. The sps was then decreased to 5800 rpm with an lsl of 5500 rpm on (B)(6) 2020. The pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms captured over the newly recorded events. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, renal dysfunction, and hypertension as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU outlines indications of right heart failure as well as possible treatments. This document also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. The IFU also outlines how to determine the optimal fixed speed and low speed limit. No further information was provided. The manufacturer is closing the file on this event.